Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated undersensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a ventricular tachycardia (vt) episode that was not detected by the implantable cardioverter de fibrillator (ICD) even though the rate was well within the detection zone. An interrogation of the device shows no episode and no therapy administered. The device was reprogrammed and remains in use. It was further reported that the right ventricular (rv) lead had undersensing. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.